Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the helix of the lead was extrinsically compressed. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling/pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned with the helix compressed within the sleeve head and the rv exposed coil kinked and stretched.

Event description:
It was reported that during implant, it was difficult to advance the lead through the sheath. The lead acutely bent and kinked multiple times, and multiple stylets had to be used. The lead was repositioned several times with high and rising impedance measurements recorded. The lead was eventually removed from the body after the helix was not extending. It was noted that the helix would still not extend on the table. A new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.